Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting rapidly conducting atrial fibrillation into the ventricle. It was observed that the pacing was competing with intrinsic activity and two of the ventricular paces did not capture. The device then reverted to ventricular pacing in dual chambers with inhibiting of therapy when required and the heart rate fell from 118 to 70 beats per minuted. No adverse patient symptoms were reported.